Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic surgery while performing an atypical resection on the lung, the stapler worked as expected for the first 5 firings, then the stapler turned off suddenly and it no longer responded to the commands. The status indicator lights went off, 5 white lights, handle adapter and reload indicator also turned off. They replaced the handle and adapter with a new handle and a new sterilized adapter but the stapler still did not function. The powered stapler currently does not turn on. The report indicated there was no injury to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Evaluation of the data logs showed extended up times with no change in the relative state of charge and a log that ended abruptly. The relative state of charge was not decreasing during system uptime. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The most probable root cause of the incorrect rsoc reading is due to a design error with the bq chip. If information is provided in the future, a supplemental report will be issued.